Manufacturer narrative:
(B)(4). The mitraclip remains implanted on the mitral valve leaflets. The analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided by the reporter to abbott vascular. There was no reported device malfunction associated with the clip delivery system (cds). The reported patient effect of tissue damage (mitral valve injury) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. This event was further reviewed by an abbott vascular senior medical advisor. The reviewer stated that based on the information provided in the incident it is possible that the tension of the clip on the leaflets was not well tolerated and resulted in the reported injury. There is no evidence of device deficiency or malfunction that caused or contributed to the reported events. A review of the lot history record revealed no non-conformance that would have contributed to the reported event. The device was found to pass all in process and final inspections. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4): unchanged mitral regurgitation grade. Concomitant products: mitraclip system: lift, support plate, stabilizer, steerable guide catheter, clip delivery system (x2). The mitraclip remains implanted on the mitral valve leaflets. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed for the ruptured leaflet that occurred during the deployment of the third clip ((B)(4)). It was reported that during a mitraclip procedure, two clips were implanted. Although the coaptation depth was 15mm and the leaflets would be difficult to grasp, the leaflets were able to be grasped with the third clip ((B)(4)) on the first attempt. There was no difficulty with visualization. During the deployment of the third clip, after the clip delivery system had been separated from the clip, but before the gripper line was removed, a rupture in the a1/a2 segment of the anterior mitral valve leaflet was observed. The rupture most likely occurred during the deployment sequence. Per the physicians, as the coaptation depth of was 15mm, the placement of the third clip created too much tension on the leaflet which caused the leaflet rupture. The third clip was deployed. The mixed mitral regurgitation grade remained at the preprocedure grade of 3-4. Post the mitraclip procedure, the patient was stable. The physician plans on surgical intervention in the future, but it has not yet been confirmed. No additional information was provided.